Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis. The cause of the event was reported to be due to a block in peritoneal membrane. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with heparin (discontinued on an unknown date, dose, route and frequency were not reported). At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.